Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found clogging of the ch-tube (channel tube), due to clogging foreign material came out of the distal end (orange rope look like). In addition, wear of angle wire was observed, the play of u/d (up/down) knob is out of the standard value due to wear. Cut on switch #1 was noted, leakage observed due to cut. Objective lens, plug unit and control unit has scratch and the image guide protector was found dirty. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported brush inside biopsy channel was observed. The issue found at preparation for use. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to inappropriate handling by the user, which led to foreign objects clogging in the biopsy channel. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): inspection of the instrument channel. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU" be sure to use the equipment in one of the recommended combinations. If combinations of equipment other than those shown below are used, the full responsibility is assumed by the medical treatment facility. Olympus will continue to monitor field performance for this device.